Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "(B)(6) said that the shield had not covered the blade after the blade had gone through the perito neum and into the abdominal cavity. He said that you could see the blade was exposed and he felt that this could be a problem." Patient status: "ok".